Event description:
It was reported that the customer changed the battery on the insulin pump and it ran out within the same day. Customer was not using the recommended battery type. It was stated that the insulin pump turned off without a warning. Customer did not have other batteries to test. Customer will call back when having a new battery to review the alarm history. Blood glucose value is 8.7 mmol/l nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.